Manufacturer narrative:
(B)(4). Date sent: 10/10/2023. D4: batch # unk. Maude report number: # 5145133. Additional information was requested and the following was obtained: "was there any issue with bleeding? No if yes, what was the amount of the blood loss (mls)? N/a was a transfusion required? No was the procedure altered as a result of the event? No what is the current patient status? No harm". An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy surgery, several surgical clips were coming off cystic duct. It is unknown if there were any patient consequences.